Event description:
Follow-up information indicated that 8 patient samples were affected. However, despite multiple attempts, no further information was obtained regarding whether the patients were infected or not.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Related complaint (B)(4). The device was returned to olympus the device was tested positive, therefore the user request was confirmed. After decontamination, the device was tested again and was negative. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The device had scratches, cracks, creases, kinks which could be a source of microorganisms particularly when combined with poor reprocessing. Without the cds information from the customer, and possible lapses in reprocessing regarding the validated procedure and no hmi results from the customer the root cause could not be established. The most probable cause was identified as the cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that during reprocessing of the scope, (upon completion of procedure), the device showed signs of being infected with "mimmum genun". The exact date of occurrence is unknown. Reportedly, 3 bronchial washings samples were sequencing " m immunogenum" post bronchoscopy. The scope was no longer used on patients. A water rinse sample of the scope channel has been taken and sent to the laboratory for culture. 2 patients were reported to have been infected after the scope was used. Follow-up identified that several patients have had bronchial washing samples, and their results have been shown to be sequencing m immunogenum. No conclusive evidence of infection has been identified other than the 2 patients confirmed to be infected. Further information has been pending at this time for exact number of infection cases. The complaint is for the second patient reported to be infected.